Event description:
It was reported that after starting a new dexcom g7 continuous glucose monitor (cgm) sensor, the ilet bionic pancreas displayed bg run mode and the user experienced two ¿sensor unavailable¿ alarms, indicating signal loss between the ilet and the cgm. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included temporary interruption of automated glucose control until pairing was restored with no health impact reported. User support included guided troubleshooting and education, including restarting the sensor. Investigation of this case revealed that reconfiguration and re-pairing resolved the communication issue, and the ilet began pairing with the sensor with an expectation of data within approximately 30 minutes. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or transient connectivity interference resolved by re-pairing.